Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold and loss of capture. Echocardiogram was performed and revealed a perforation of the rv lead and a pericardial effusion. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and perforation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing was normal. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. A tip stiffness test was performed, and the results were within product specification.